Event description:
It was reported that approximately nine years post implantation of a vena cava filter; the filter limb detached and migrated within the patient's body. Reportedly the filter was surgically removed; however, a detached limb remains implanted. Patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for filter placement following two episodes of pulmonary embolism. Approximately eight years eight months post filter deployment, lumbar spine x-ray demonstrated detached filter limbs and follow up CT scan requested. Approximately eight years nine months post filter deployment, CT scan demonstrated two detached filter limbs within the right ventricle. Approximately two weeks later, CT scan performed to evaluate for vena cava thrombosis demonstrated filter limbs extending beyond the caval wall and no change in the previously identified linear densities within the right ventricle. Pre-procedure ultrasound of the lower extremities demonstrated no evidence of dvt, and cardiac catheterization demonstrated angiographically normal coronary arteries. Approximately eight years eleven months post filter deployment, the filter was successfully removed via an abdominal incision and the two detached filter limbs were successfully removed via a sternotomy. The patient tolerated the procedure well and was discharged from the hospital four days later. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed following two episodes of pulmonary embolism. Eight years and eight months post filter deployment x-ray identified detached filter limbs. One month later CT scan demonstrated two detached filter limbs within the right ventricle. Two weeks later, an additional CT scan demonstrated filter limbs extending beyond the caval wall. Eight years and eleven months post filter deployment the filter was removed via an abdominal incision and the detached filter limbs were removed via a sternotomy. Based on the medical records, the investigation is confirmed for detached filter limbs as two limbs were found within the right ventricle. Additionally, the investigation is confirmed for perforation of the vena cava wall, as CT scan demonstrated filter limbs extending beyond the caval wall. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae; perforation or other acute or chronic damage of the ivc wall; only use the recovery cone removal system to remove the recovery filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately nine years post implantation of a vena cava filter; the filter limb detached and migrated within the patient¿s body. Reportedly the filter was surgically removed; however, a detached limb remains implanted. Patient status at this time is unknown. New information received: medical records were received and reviewed. The patient was scheduled for filter placement following a second episode of pulmonary embolism. Approximately eight years nine months post filter deployment, x-ray demonstrated two detached filter limbs. Approximately one month later, CT scan demonstrated two detached filter limbs within the right ventricle. Two weeks later, an additional CT scan demonstrated filter limbs extending beyond the caval wall with no change of the previously identified detached limbs in the heart. Approximately nine years post filter deployment, the filter and detached limbs were successfully removed via an abdominal incision and sternotomy. The patient tolerated the procedure well and was discharged home four days later. No additional information was provided in the medical records received.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for limb detachment. Based on the available information, the root cause is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information , the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard.